Event description:
It was reported that during a mildly tortuous, heavily calcified, de novo, mid, left anterior descending artery stenting procedure, a vision stent delivery system (sds) was advanced, but would not cross the lesion due to the patients anatomy and was removed. After removal of the sds from the patient's anatomy, the stent dislodged from the sds. Another vision sds was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.